Manufacturer narrative:
Conclusion code relates to the desktop charger.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are:: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the desktop charger connector pin was broken. The patient reported that they could charge the recharger because the desktop charger had a broken connector pin; therefore, the implant hadn¿t been charged and is now dead. The patient reported that they were now in pain. No patient complications have been reported because of this event.